Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas plus valve stopped draining fluid. The patient developed a small meningocele and revision surgery was required to explant the valve on (B)(6) 2020.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the needle guard was raised and needle holes in the needle chamber were noted. The valve was hydrated. The valve was flushed no occlusion was noted but the flow was difficult. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve was then pressure tested and the valve failed the test due to the raised needle guard blocking the passage. The needle chamber was dismantled, the needle guard was bent, and glue traces were noted on the needle guard and the silicone housing base. The valve passed the test for programming and reflux. The root cause for the problem reported by the customer is due to the raised needle guard this is probably due to wrong handling as noted in the "IFU" : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.